Manufacturer narrative:
The wearable questionnaire was reviewed for potential causes of the reported issue. Potential causes of the reported issue are an incorrectly sized wearable, patient allergy, and patient contraindicating conditions. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in wearable issues. Wearable issue rates remain acceptably low; thus, a CAPA is not required at this time. Wearable issue rates will continue to be tracked and trended.

Event description:
The patient reported their wearable was causing hives and itchy irritation. The patient is doing fine, trying other wearable options, and placing the wearable over their clothing.